Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error. Customer's blood glucose was 495 mg/dl at the time of incident and treated with a syringe of insulin. Troubleshooting found that the pump also alarmed motor position encoder error and the customer has tried all remedies to clear the alarms but the alarms persist. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No high blood glucose troubleshooting was performed.

Manufacturer narrative:
The insulin pump received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarm noted. No motor error alarm noted. Motor passed motor test. The insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.